Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging of the device was unsealed.

Manufacturer narrative:
Received 1 foley tray for evaluation. During the visual inspection, it was noted that the seal was opened on one side of the sample. The package seal area was complete on the received sample, and there was evidence of seal on the tray flange area that was reported as opened. The received sample was functionally evaluated. There were 8 samples taken from the seal area, and the results were as follows: sample #1: 1.385 lbs/in, sample #2: 1.300 lbs/in, sample #3: 1.335 lbs/in, sample #4: 1.410 lbs/in, sample #5: 1.445 lbs/in, sample #6: 1.695 lbs/in, sample #7: 1.385 lbs/in, sample #8: 1.615 lbs/in. The specification says that the seal strength must be 0.8 lbs/in minimum. The received sample was found within specifications. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging of the device was allegedly unsealed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging of the device was allegedly unsealed.